Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not charging battery pack) was confirmed. Upon investigation the charger was unable to charge a battery pack and was resetting . The failure was due to contamination on the battery board pca. Additionally, the charger exhibited a failure at the pld component u1003 and pxa component u104 on the c/a board, causing the resets. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred as a result of the defective charger.

Event description:
A us distributor reported that a patient's battery charger was unable to recognize/charge a battery pack.